Event description:
As reported by our japan affiliate, during a transfemoral tavr procedure, an intima dissection was observed in the common femoral artery (cfa), requiring surgical repair. Pre-procedure, it was known that the patient had 75-90% stenosis of the left superficial femoral artery (sfa). Puncture to the (cfa) was performed. A 16fr dilator and a 16fr esheath were inserted without resistance. A 23mm sapien xt was successfully implanted. A cfa intima dissection was found upon removal of the esheath. The access site was opened and the dissection was surgically repaired. In addition to the dissection, thrombus was noted in the left sfa. Activated clotting time was kept above 300 seconds during the procedure. The thrombus was removed, but the blood flow in the left sfa was hardly observed due to the severe stenosis. However, since collateral circulation from the deep sfa was well developed and the peripheral blood flow was secured, the procedure was completed without further intervention. The patient was stable at the end of the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, thrombosis and/or plaque dislodgement are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is > 6.0mm. In this case, the patient¿s mld measured 7.0mm. The information regarding the vessel tortuosity and calcification degree was not provided. Therefore, the cause of the reported left cfa dissection and left sfa thrombosis cannot be confirmed. However, per report it appears to be related to a combination of patient factors (history of pvd with 75-90% stenosis) and procedural factors (use of large bore devices). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.